Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in (B)(6) 2011, multigravida, parity 3 (((B)(6) 2005)((B)(6) 2007)((B)(6) 2008)) and preterm labor (one baby was pre-term 6 weeks due to being wedged in birth canal.). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic area pain right and left side/ sharp pain on right side"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy :stillbirth/miscarriage") and experienced abortion spontaneous ("miscarriage"). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping"), psychological trauma ("psych injury"), depression ("hormonal changes/hormonal changes describe: depression"), nausea ("nausea/nausea"), migraine ("migraine/migraines / headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ periods are horrific and clotting"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and gallbladder disorder ("gallbladder problems"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, psychological trauma and gallbladder disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, device expulsion, dyspareunia, pelvic pain, abdominal pain, vaginal discharge, fatigue, weight increased, depression, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bladder disorder, urinary tract disorder and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, current weight 175 lbs other pregnancy case under essure : (B)(6) 2011 (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Pregnancy test - in (B)(6) 2011: miscarriage; in (B)(6) 2013: miscarriage. Concerning the injuries reported in this case, the following ones were reported via social media: gallbladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event gallbladder problems was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy :stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in (B)(6) 2011, multigravida, parity 3 (((B)(6) 2005)((B)(6) 2007)((B)(6) 2008)) and preterm labor (one baby was pre-term 6 weeks due to being wedged in birth canal.). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic area pain right and left side"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping"), psychological trauma ("psych injury"), depression ("hormonal changes/hormonal changes describe: depression"), nausea ("nausea/nausea"), migraine ("migraine/migraines / headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and psychological trauma outcome was unknown and the genital haemorrhage, dysmenorrhoea, device expulsion, dyspareunia, pelvic pain, abdominal pain, vaginal discharge, fatigue, weight increased, depression, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bladder disorder, urinary tract disorder and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, current weight 175 lbs other pregnancy case under essure :(B)(6) 2011 (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result: bilateral occlusion.. Pregnancy test - in (B)(6) 2011: miscarriage; in (B)(6) 2013: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy :stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in (B)(6) 2011, multigravida, parity 3 (((B)(6) 2005) ((B)(6) 2007) ((B)(6) 2008)) and preterm labor (one baby was pre-term 6 weeks due to being wedged in birth canal.). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009 and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/pelvic area pain right and left side"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2009, the patient experienced fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss: gain"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), psychological trauma ("psych injury"), depression ("hormonal changes/hormonal changes describe: depression"), nausea ("nausea/nausea"), migraine ("migraine/migraines / headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and psychological trauma outcome was unknown and the genital haemorrhage, dysmenorrhoea, device expulsion, dyspareunia, pelvic pain, abdominal pain, vaginal discharge, fatigue, weight increased, depression, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, bladder disorder, urinary tract disorder and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, current weight (B)(6) lbs. Other pregnancy case under essure : (B)(6) 2011 (2019-180707). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in september 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Pregnancy test - in (B)(6) 2011: miscarriage; in (B)(6) 2013: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: device migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleeding, psych injury, pregnancy :stillbirth/miscarriage, miscarriage, device ineffective, vaginal discharge, bladder problem ,urinary problems, fatigue, weight gain, hormonal changes, nausea, migraine, headaches. Essure was removed. On 19-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder, expulsion of essure device, lower abdominal pain were added. Laboratory data was added. Patient's medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.